Event description:
In this event pepgen p-15 putty was used as part of the treatment plan for a dental implant restoration in the right posterior mandible with fair oral hygiene and unstated bone quality. The timing of the graft procedure (i.e. Preoperative or simultaneous with implant placement) is not known. The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and had signs of mobility and progressive bone loss upon explantation approximately six months post-placement during the healing period (prior to restorative procedures). It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the surgical procedure, although uncommon. Other variables, beyond product not performing to specifications, to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis. Insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy) resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection or wound dehiscence). From the information provided and considering it is unknown when the graft was placed, it is not possible to definitively determine if the implant, graft, technique, patient compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.